Event description:
It was reported that the device was used during a gastric bypass roux en-y procedure. It was reported that the staple line "bunched up". The pt experienced dihiscence of the staple line on the stomach. There was a re-operation performed two days after the initial surgery. The pt is now recovering well.